Manufacturer narrative:
The cause of the reported issue was isolated to the system pcb assembly. The device can no longer be repaired. Further root cause could not be determined. The device was returned unrepaired, per customer request. The customer was instructed not to use the device.

Event description:
A customer had sent in their device for repair. Upon inspection, physio-control observed that the device would not complete its boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and observed that the device would not complete its boot-up cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer had sent in their device for repair. Upon inspection, physio-control observed that the device would not complete its boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.